Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed t waves were being oversensed and detected as ventricular fibrillation (vf) episode which led to the inappropriate shock.

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead and device oversensing t waves during a treadmill test post ventricular sense (vs.) One instance of high superior vena cava (svc) impedance was also noted, but the impedances had been steady before and after the one instance, so the svc portion of the lead was programmed off. Further trouble-shooting, discussion with the physician, and closer monitoring was done. Then the device was explanted and replaced, and the lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.